Manufacturer narrative:
The reported event of noise was confirmed. Electrical testing revealed an anomalous reference voltage that was found to be oscillating. The anomalous reference voltage resulted in noise and oversensing. The oscillation in the reference voltage was caused by an intermittent connection of the reference voltage¿s capacitor to the hybrid.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, noise was observed in all channels. The leads were implanted normally but upon connecting to the device there was noise on all channel that was not sensed. Placing the device in the pocket did not resolve the noise. The device was removed and replaced. Patient was stable before and after the procedure.